Event description:
It was reported that two (2) exactamix vented high-volume inlets had dark particles on the hose. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.